Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Moulakakis kg, sfyroeras gs, kakisis jd, et al. Endograft infection and treatment with preservation of the endograft: early results in 3 cases. Annals of vascular surgery 2014;28(7):1789.e1-1789.e7. (See attachment below) concomitant products: (B)(6) 2009 gore® excluder® aaa endoprosthesis, lot #06697064. Gore® viabahn® endoprosthesis, lot #06566672. A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
A medical literature article stated that a patient was implanted with a gore® excluder® aaa endoprosthesis and two gore® viabahn® endoprostheses with propaten bioactive surface in a aaa chimney procedure. The gore® viabahn® endoprostheses were placed in the renal arteries. At one month, the patient presented with a type ia endoleak. A reintervention was successfully performed using coils and biological glue. Nine months later the patient again presented with a type ia endoleak. Another reintervention was successfully performed. Approximately a year and a half later, the patient presented with an endograft infection. A CT-guided percutaneous continuous drainage system was used to treat the infection. The drain was positioned in the aneurysm sac, and intrasac vancomycin administration was performed every third day. The patient¿s symptoms resolved by day 3 after the placing of the drain. Nine months later, a CT scan revealed a left psoas inflammatory collection in the patient, which was drained and debrided using a retroperitoneal approach through a lateral incision. The patient was doing well three months later.